Manufacturer narrative:
Investigation: the terumo bct service technician inspected the device at the customer site. The IV pole guard is not in place. Field service engineer was able to duplicate the reported issue. The IV pole button screw would break lever if machine moved. The field service engineer adjusted the IV pole button screw and verified proper function. An auto-test was performed with no issues. The device was installed in august 2019, which includes IV pole collar install. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause: the root cause was determined to be related the need for an IV pole button screw adjustment.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No adverse event occurred and no medical intervention was required. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.